Event description:
Procedure type: laparoscopic nephrectomy. According to the rptr: after inserted, semicircular shaped rubber part came out of the inner cylinder. It was retrieved. In use, air leakage occurred, so used another device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30mins. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B) (4).